Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following sets of results within 15 minutes on (B)(6) 2025: 11:07am 345 mg/dl, 11:07am 84 mg/dl, 11:55am 358 mg/dl, 11:56am 56 mg/dl. It was reported the patient received the following results within 15 minutes on (B)(6) 2025: 351 mg/dl and 86 mg/dl.